Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) and lead system exhibited a shorted lead impedance indicator. An invasive procedure revealed that the lead was fractured.